Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable na+ electrode, k+ electrode, and chloride electrode results for 1 patient tested on a cobas integra 400 plus the initial sodium result was 123.5 mmol/l. The same patient sample was retested two additional times with sodium results of 138.9 mmol/l and 142.7 mmol/l. The initial potassium result was 3.60 mmol/l. The same patient sample was retested two additional times with potassium results of 4.06 mmol/l and 4.18 mmol/l. The initial chloride result was 113.9 mmol/l. The same patient sample was retested two additional times with sodium results of 99.3 mmol/l and 95.4 mmol/l. The erroneous initial results were reported outside of the laboratory. There was no allegation of an adverse event. The customer tried to perform ise check test and ise calibration of which both failed. The field engineering specialist checked that the electrodes were replaced properly. He checked the reference line for air leakage. He cleaned the sipper line. He cleaned the whole electrode area and checked the sample flow path. Following the service visit, no further erroneous results have occurred. A specific root cause was not determined. The investigation did not identify a product problem. The cause of the event could not be determined.